Event description:
The zeta met resistance while being advanced over a guide wire. The soft tip separated from the device during the attempt to withdraw the catheter back from the guide wire (contrary to IFU). No pt injury was reported.